Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method and results: there is scratching and indentations observed on the articulating surface of the returned adm insert most likely due to in-vivo service and explantation damage. The device was dimensionally conforming except sequences 1, 3, 4, 5, 9, 10 which was due to insertion or extraction of ball head. A functional inspection could not be performed as the event cannot be replicated. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient, who has parkinson's, was at the gym and had all their weight on the opposite leg. When she place her weight back on the leg with the total hip it dislocated.

Event description:
It was reported that the patient, who has parkinson's, was at the gym and had all their weight on the opposite leg. When she place her weight back on the leg with the total hip it dislocated.